Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 154-279 mg/dl. Reportedly, the pump supplies were in use for 6 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed the pump supplies to address the issue and ultimately reverted to an alternate pump for insulin therapy.